Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a135 boston scientific ICD, implanted: (B)(6) 2003; 0157 boston scientific lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the atrial lead dislodged post a mitral valve annuloplasty procedure. It was noted that the dislodged lead was causing frequent ventricular ectopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage and stretching.